Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed. Review of the device log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A review of the service data for the past two years for serial number 11727 revealed the device was not returned for servicing during this timeframe. Upon receipt, the device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. Prior to the death, the patient experienced leg pain and went to the emergency room (ER). The patient passed away while in the ER. The caregiver (cg) stated that they thought the cause was renal failure; however, the nurse reported that the cause of death was cardiac related. An autopsy was not performed. The pd therapy was ongoing until the time of death, but the nurse stated that the patient was not performing it with the homechoice (hc) device. Additional information was requested, but the nurse stated that they had no further information on the event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.